Event description:
The customer reported the screen automatically became green during an out of box failure involving an olympus flex deflectable videoscope. The customer suspected that the cause of the green image was related to narrow band imaging. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.